Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turn on. Customer¿s blood glucose was 125 mg/dl. Customer stated that the insulin pump got wet. Customer stated that there was fluid in the reservoir compartment. Customer also reported that cracked in the insulin pump and battery compartment. Troubleshooting was performed for moisture exposure. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.